Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed the inner coil at the connector region was overtorqued and the helix was bent consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for the bent helix consistent with procedural damage.

Event description:
During an initial implant procedure, increased pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replace to resolve the event. The patient was stable.